Manufacturer narrative:
The hvad is used for treatment not diagnostic. The vad coordinator reported that the patient's batteries are not holding a charge for as long as would be expected of a fully charged battery and are discharging rather quickly with pump at a lower speed. No problems noted by vad coordinator with connections to controller but when one port is connected to ac adapter the battery is also running down. No physical problems noted by coordinator. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is six of six reports (3007042319-2016-00983, 00984, 00985, 00986, 0987 and 3007042319-2016-00988) submitted for devices related to the same event.

Event description:
The vad coordinator reported that the patient's batteries are not holding a charge for as long as would be expected of a fully charged battery and are discharging rather quickly with pump at a lower speed. No problems noted by vad coordinator with connections to controller but when one port is connected to ac adapter the battery is also running down. No physical problems noted by coordinator.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously sub mitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After further review of additional information received sections g4, g7, h2 and h10 have been updated accordingly.